Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the dissection balloon is lubricated, put through the device¿s camera port, and the dissection balloon was then inflated. When removing the dissection balloon from the camera port, the camera port valve has been dislodged in this motion. Once the dissection balloon has been pulled out and the valve seal was disengaged, the surgeon went to put the camera back down the port and got stuck and had no view. They continued pushing the camera down the port until the valve was pushed out of the port and into the patient. The surgeon retrieved the valve from inside the patient using a grasper and used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two photographs of this device. The visual inspections noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. The two 5mm ports were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.